Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas became cracked and the screen was unresponsive, rendering the device unusable and prompting the user to transition to backup therapy and a replacement device. Symptoms included none reported. Outcomes included no reported clinical impact, no alarms, and continuation of therapy via backup methods. Investigation included logistical review of shipment and return tracking. Investigation of this case revealed physical damage to the device¿s screen consistent with a cracked display that impaired normal operation. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.